Event description:
It was reported that this right atrial (ra) lead exhibited noise over-sensing. Boston scientific indicated that at this time, system integrity cannot be guaranteed, therefore; ln-clinic troubleshooting is needed to evaluate the system which includes an assessment of this ra lead and device connector header. Troubleshooting steps were provided to assess system integrity, including x-ray imaging to evaluate system location, lead and device interface and identification of stressful areas. At this time, no further information is available. This lead remains in service and no adverse patient effects have been reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).